Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high pace impedance greater than 2000 ohms, loss of capture (loc) at max output, and noise. Boston scientific technical services (ts) discussed this could be due to a potential lead fracture and advised to get an x-ray. With x-ray it was found that the lv lead dislodged. The physician reprogrammed the lv lead off and will continue to monitor. No adverse patient effects were reported.